Event description:
Pt in ICU with an arterial line to measure cardiac output. Nurse reported that when she went to measure the cardiac output, fluid began spraying out of connection site of proximal port. Physician notified. Approximately 10 minutes later, pt began bleeding from same site. Catheter taken out by physician.